Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic-assisted distal gastrectomy (ladg), the surgeon inserted the powered stapler through the trocar to the cavity and articulated the jaws however the device did not react even though the surgeon pushed all buttons. The display screen reacted normally. Since the surgeon could not return the jaws to the straight position, the surgeon removed the stapler and the trocar from the cavity. The adapter and the handle were reconnected then the device worked fine and the procedure was continued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic-assisted distal gastrectomy (ladg), the surgeon inserted the powered stapler through the trocar to the cavity and articulated the jaws however the device did not react even though the surgeon pushed all buttons. The display screen reacted normally. Since the surgeon could not return the jaws to the straight position, the surgeon removed the stapler and the trocar from the cavity. The adapter and the handle were reconnected then the device worked fine and the procedure was continued. No patient injury.